Event description:
The pump was returned for investigation. Investigation revealed multiple "no cartridge detected" alarms during testing. The force sensor was found to be out of calibration and a misaligned component was found on the printed circuit board (pcb). There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/26/2013 with the following findings: a review of the pump history revealed multiple "loss of prime" and a "no cartridge detected" alarms. There were no large prime volumes noted in pump history. During evaluation, the force sensor was found to be out of calibration and a misaligned component was found on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.